Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after placing the right ventricular (rv) and right atrial (ra) into the heart the patient experienced epicardial sensation and pain in the chest area. A repositioning of the rv lead took place. The day after the procedure the patient still was experiencing chest pain and a pericardial effusion was seen. It was not certain which lead caused the perforation. At this time both leads remain implanted. No additional adverse patient effects were reported.